Event description:
The report stated that during a hysterectomy, the device jaws locked on the ovarian ligament after approximately 13-15 seals. The surgeon removed the instrument by cutting it out of the ligament. There was no pt injury.

Manufacturer narrative:
Date of initial report: 10/30/2008. A visual inspection of the incident device revealed tissue in-between the jaws. Tests for resistance, jaw gap and jaw splay were within the allowed range. The device was tested on simulated tissue for proper activation and knife function with acceptable results. While the evaluation of the incident device showed the device performs according to specification, turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. Additionally, covidien lp (formerly valleylab) has found that if the jaws are not cleaned as instructed in the IFU, eschar can build up and cause the jaws to stick to the sealed tissue. Covidien lp (formerly valleylab) has issued a hotline bulletin to inform customers on how to avoid tissue buildup that can lead to sticking.